Manufacturer narrative:
Device analysis revealed that the ipg had reached normal longevity, therefore ipg is not reportable.

Event description:
Device analysis revealed that the ipg had reached normal longevity, therefore ipg is not reportable.

Manufacturer narrative:
Section b3: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the "replace generator soon" message was displayed on programmer. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.